Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was loose. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the delivery accuracy test test due to prime anomaly. Device also had a cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.